Event description:
It was reported that a pump turned off during a blood transfusion at a rate of 125ml in 30min. The customer stated that the device was plugged in. It was also reported there was no patient injury.

Manufacturer narrative:
MFR ref no.: (B)(4). The device has been received at baxter and baxter's evaluation is still in progress. When the evaluation is completed a supplemental report will be submitted. The device was replaced in order to provide a device back to the customer in a timely manner. This device is related to MFR report number 1314492-2013-00643.